Event description:
It was reported that the patient was having poor pain relief. The healthcare provider was unsure if the pump was infusing correct volumes. A dye study and roller study were performed ¿ results were not provided. The cause of the issue was not determined. It was noted that the catheter was flowing ok and a new pump was implanted. The patient outcome was ¿alive ¿ no injury¿. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis found that the pump passed all non-destructive lab testing. No anomaly was found. Final analysis of the returned catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments. The previously reported conclusion code no longer applies to this event.

Event description:
Additional information received reported the patient was getting effective therapy and was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.